Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. During troubleshooting with tandem technical support, the customer was able to clear the alarm, reload a cartridge onto the pump and resume insulin delivery. After clearing the malfunction alarm the customer noted that the pump settings and personal profile had been reset. It was indicated that the customer would continue using the pump until the replacement arrived.